Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 20.04 pg/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated and the result was < 3.00 pg/ml with a data flag. A 2nd sample was obtained 4 hours later and the result was 3.26 pg/ml. This sample was repeated and the result was < 3.00 pg/ml with a data flag. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 267654 with an expiration date of jan-2019. Calibration signals were within expectations. Qc data was acceptable. No issues were identified during a review of the alarm trace data. A general reagent issue can be excluded since the qc data was within expectations.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.